Event description:
It was reported that during an implantable pulse generator (ipg) replacement, the set screw on the right ventricular (rv) lead was t racked out of the threads and the set screw became dislodged from the torque wrench and was misaligned under the grommet. In the process of practicing with this device, the physician removed the grommet on both the distal connection and the ventricular lead lumen, as well as the atrial lead lumen. A new device was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a grommet was loose/detached, a grommet issue, foreign material on set screw, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.